Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The issue was not duplicated during functional testing. However, the device's oxygen flow sensor was replaced as a precautionary measure to address the issue.